Event description:
This device contained a 46-hr infusion of 5-fu for home administration. The drug was diluted in a total volume of 230 ml. Approx 35 hours after the infusion started, the internal balloon burst. The pt contacted the pharmacist-on-call. The infusion was stopped and a nurse was sent to the pt's home.